Event description:
It was reported that the ilet cartridge connector broke off flush with the device, leaving the cartridge unable to be removed despite rewind attempts and manual efforts with tools, consistent with a failure to disconnect involving the connector/coupler component. Customer care provided support that included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem identified, specifically a failure to disconnect at the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.